Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Helix testing was performed; however, the helix was not functioning appropriately likely due to dried blood and/or tissue in mechanism. As a result, the clinical observation was confirmed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead showed an increase in pacing threshold measurements from 0.4v @ 0.4ms to 3v @ 1ms. Additionally, there was a decrease in pacing impedance measurements from 900 ohms to 600 ohms. During the revision procedure, the helix mechanism was not functioning properly. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.